Event description:
Pt was hospitalized due to a diabetic ketoacidosis. The pt's blood sugar was stabilized at the hosp with an insulin drip. The case nurse stated she did not believe the pump was a fault but due to users protocols the device must be returned for eval. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incident.